Manufacturer narrative:
This report will be amended, when our investigation is complete.

Event description:
It is reported that the pt is experiencing knee problems after knee arthroplasty. A revision surgery will be necessary.

Manufacturer narrative:
Visual inspection of the persona two-pegged tm tibia shows that both the posts have been cut off and there are some gouges on the proximal side of the device. Bone growth is noted on the distal surface of the device around the two posts. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. The review of the revision notes confirms that the patient underwent revision of the tibial component for aseptic loosening. The operative notes state that the history of the patient showed signs of aseptic loosening after the primary surgery. The notes state that the tibial component was removed and was replaced with another component. Product history search revealed no additional complaints against the product lot combination. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This report will be amended when our investigation is complete.